Event description:
During a fistulogram, it was reported that as the avanti plus was being removed at the end of the case and as the physician pulled the sheath out, the catheter end fractured and was stuck in the patient¿s arm. The physician then held tight pressure on top of the fistula to keep it from traveling and the physician performed a cut down to remove it. The patient is doing well. The access site was a left upper arm fistula, with no scarring or calcification noted. There was no difficulty inserting the sheath, it went in smoothly. Devices moved freely throughout the sheath. There was no kinking. No excessive force, just the user pulling it out.

Manufacturer narrative:
Complaint conclusion: during the removal of an avanti plus, the catheter end fractured and was ¿stuck¿ in the patient¿s arm. The physician then held tight pressure on top of the fistula to keep it from traveling, and a cut down was performed to remove it. The patient is doing well. The procedure was a fistulogram of the left upper arm. No scarring or calcification was noted at the access site. There was no reported difficulty inserting the sheath. It was stated ¿no excessive force, just the user pulling it out.¿ there was no kinking of the sheath nor was resistance/friction with other devices reported. A broken, damaged non- sterile si avanti+ ped .035 f6 w/gw sheath cannula was received for analysis inside a plastic bag. Per visual analysis, the mentioned csi cannula sheath was received broken at approximately 0.5 cm from hub. The separated section from this broken csi cannula sheath was returned separately in a small ziplock plastic bag. Blood residues were observed. At a glance, the separated edges on received broken cannula look as if tremendous force was applied until break/separation occurs on cannula sheath. No more anomalies found. The received pieces of damage broken cannula sheath od and ID were measured near to the broken/separated areas and results were found within specification. Microscopic sem analysis was not performed to the received broken/damaged csi cannula sheath unit due to both separated body external edge surfaces were observed under vision system and show clear evidence of elongations at the surroundings of the separation areas. The exact cause of the damage condition found on the csi cannula could not be conclusively determined during the analysis. As additional investigation the csi units manufacturing process was reviewed and there were not tools, equipment or product handling that could cause breaks, separations, or other type of damages on the csi units. In addition, the csi units are inspected during manufacturing process for any type of damage; also, several inspections are performed through all the csi units¿ assembly process operations. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported complaint ¿endovascular vascular access-brite tip/distal tip-separated-in patient¿ was confirmed due to the broken/separated/damaged condition of cannula sheath as received. However, the exact cause of the damage condition found on the csi cannula could not be conclusively determined during the analysis. Based on the information available for review, it is possible that procedural factors may have contributed to the reported event. Analysis notes clear evidence of elongations at the surroundings of the separation areas which may suggest that force was applied to the device. Neither the analysis nor the DHR review results suggest that this damage is related to the design and manufacturing process of the device, therefore no corrective action will be taken at this time.

Manufacturer narrative:
The patient's gender is unknown. A review of the manufacturing documentation associated with this lot was performed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.